Event description:
Left thoracotomy, wedge biopsy, upper lobectomy. Ralc30v dlu had bleeding at the staple line and an incomplete cut. Surgeon applied a clip to control the bleeding then used another device to complete the transection.

Manufacturer narrative:
According to the surgeon, ralc30v staple line bled at distal and incomplete cut line. Upon analysis, the marking on the pockets showed all staples formed properly, however, the anvil pad showed a knife shift from the center at proximal to edge of the pad at distal. A new cartridge was reloaded into the housing. Ralc30 calibrated normally, opened fully, closed into firing range, and fired staples into two layers of red foam (lungs). Staple formation was acceptable and cut was complete. The knife penetration did not change the path when it was fired the second time. This is a confirmation of distal misalignment. Root cause: ralc30v was not aligned properly during assembly process. Action: corrective action will be issued to lacey for ralc distal alignment scar 2007-006.